Event description:
On 12/22, the pt obtained low blood glucose readings on his meter and, based upon these readings did not take his insulin, despite felling "awful, felt high." Blood glucose results on his meter at 9/p and 9:10/p were 110 mg/dl and 97 mg/dl. He was transported to the hospital where at 9:30/p a laboratory blood glucose result of 423 mg/dl was obtained. The pt was treated with an unk amount and type of insulin and released 5 hrs later. Meter cleaning/maintenance is unk by reporter, however, it was reported that the optic window and test strip holder were clean. The checkstrip could not be found, thus calibration status is unk.